Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic video-assisted thoracoscopic surgery (vats) wedge procedure. The device was being used for the stapling of the lung. Everything looked good during the firing of the stapler. The stapler was able to fire and there was no poor staple formation. Four days after the procedure, the patient had to be operated on for a second time. The staple line had failed. The patient was very sick prior to the initial procedure and their coughing may have contributed to the failure of the staple line and caused it to break. The patient is now deceased.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.